Event description:
Doctor reported implant fracture with inflammation and pain. Implant crown was loose at tooth site 46, crown was removed and doctor noticed that implant's head was fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available and expiration date unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, wear and apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region. Also, what appears to be a fractured fragment of possible implant removal tool was seen stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. The device history record (DHR) was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 62485999 for similar events and no other complaint was identified. Review completed utilizing keywords:fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.